Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. The physician decided to wait and to evaluate next daily measurements. The device and lead remain in service. No adverse patient effects were reported.